Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively established through this evaluation. The device was not ex-planted and will not be returned for evaluation. The heartmate 3 left ventricular assist system instruction for use lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient was placed on inotropes due to right heart failure. The patient was diagnosed with right heart failure for being on inotropes more than one week post lvad implantation. While being on milrinone, multiple echocardiograms were performed. Echocardiograms noted a mildly reduced right ventricular function. After implant the patient had respiratory issues. The patient expired on (B)(6) 2017. No further information was reported.